Event description:
Customer states via phone at the beginning of the procedure, the physician stepped on the reverse trendelenburg footswitch, after he released the pedal, the table continued placing the table in an upright position. The table reached its stop point and the pt was able to get back on the stretcher. At that time, biomed was able to remove the footpedal. The system was fully functional with the handswitch and the physician was able to complete the cause in that manner. No pt or procedural info is available. No pt injury.

Manufacturer narrative:
Customer called and ordered a replacement fluoro footswitch. Product monitoring f/u with the customer who said that during the case biomed was able to come down and remove the footpedal and the system was fully functional with the handswitch. The physician was able to complete the case in that manner. The new footswitch had been installed the next day and the system was fully functional.